Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the moderately calcified, moderate tortuous, eccentric, 90% stenosed, mid left anterior descending (lad) artery, during advancing, anatomical resistance was met. The 1.5 x 12 mm trek balloon dilatation catheter (bdc) was inflated once at 10 atmosphere for 10 seconds without issue. During the second inflation attempt, the bdc would not inflate. The device was removed from the anatomy and a balloon rupture was noted. A 2.0 x 12 mm non-abbott bdc was used and a 2.25 x 23 mm xience alpine stent was implanted without issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.